Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power error. The customer¿s blood glucose level was 5.4 mmol/l at the time of the incident. It also reported that power error did not recurred within a week of troubleshoot of previous occurrence. The customer was advised that the insulin pump need to be replaced. The customer will be returned insulin pump for analysis.

Manufacturer narrative:
Device passed displacement properly. Pump error noted due to non-sleep anomaly software error. Device received with high sleep current measurement. Problem isolates to electronic assembly.